Manufacturer narrative:
The equipment associated with this treatment event (monitor sn (B)(4) and electrode belt sn (B)(4)) is accounted for in MDR 3008642652-2020-00234. Device evaluation includes review of downloaded software flag files on the days surrounding the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient treatment. Monitor - 07162106 - 02/14/2018. Belt - 89005012 - 08/16/2016.

Event description:
A us distributor contacted zoll to report that a patient was treated by the lifevest. Review of the patient's downloaded flag files revealed that one treatment shock was delivered to the patient. The shock occurred on (B)(6) 2019 at 2:40:20 pm. Due to an sd card fault, the patient's ECG rhythms at the time of the treatments is unknown. The response buttons were not pressed during the event. The patient reportedly passed away on 12/09/2019, three days after the occurrence of this treatment event. The patient's death was evaluated as part of MDR 3008642652-2020-00234. As the appropriateness of the treatments is unknown, reporting this event out of an abundance of caution.